Event description:
It was reported that the procedure was to treat a proximal diagonal coronary artery. The 3.0 x 08mm nc voyager balloon catheter was advanced for post dilatation; however, the balloon burst after the second inflation at 14 atmospheres. Resistance was felt during advancement and removal of the device due to heavy calcification. The procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.